Event description:
At about 2 months from primary the surgeon revised the patient knee for infection. The surgeon swapped the liner successfully.

Manufacturer narrative:
Batch review performed on 07 february 2023: lot 189417: 25 items manufactured and released on 12-feb-2019. Expiration date: 2024-01-27. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with another similar reported event in the period of review.